Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered serious bodily injury, experienced significant mental and physical pain and suffering, has required multiple surgeries, and has sustained permanent injury and other damages. No other info is available.